Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for 3 days due to high blood glucose of 160 mg/dl and diabetic ketoacidosis. The customer also indicated that the pump alarmed no delivery.